Event description:
Mentor cpg 322 gel breast bilateral implants placed (B)(6) 2013. Pain, numbness, itching began and persisted. I was diagnosed with non-hodgkins follicular lymphoma around (B)(6) 2015. Successfully treated with chemo/surgery. Recurrence (B)(6) 2021 - currently waiting and watching. Implants with capsulectomy removed (B)(6) 2023 due to pain, itching and numbness. Itching is gone. Pain is improving. Numbness is vast yet bilateral at this point. I was a very healthy, active female, nonsmoking, registered nurse with no family history of lymphoma. I'm happy to send all of the tests and procedures I had to endure because of the implants. Please reach out to me and I'll email those. Medium height, moderate plus pro. Reference report mw5117091.